Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called with concerns that the insulin pump was not alarming no delivery when it should. The customer felt that the insulin pump was not delivering yesterday, but he never got a no delivery alarm. The customer did not have a tubing clamp to conduct the high pressure test. The customer ran a prime test on his own, and the insulin pump passed the test. Advised the customer that a tubing clamp would be shipped to him. Nothing further was reported.